Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been receiving air bubbles in his reservoirs for about a year; his health care professional instructed him on how to avoid air bubbles but air bubbles occasionally appear in the reservoir. The customer stated that when he fills up his reservoir and pushes out the air, a small air bubble will appear the next day and that air bubble will inevitably become a large one. The patient's blood glucose at the time of incident was 107 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. The customer confirmed that he stores his insulin at room temperature. The customer does not rewind the insulin pump with a reservoir in place either. The customer was advised to monitor for leaks in the reservoir and to call back if issues persist. No products were returned or replaced.